Event description:
It was reported that a patient was implanted with an intramedullary nail on (B)(6) 2013. It was noted that the patient is totally non-compliant and thrashes around. It was also reported that the spiral blade, nail and a 4.0mm screw placed below the blade all pulled out of the humeral head. The patient returned to the o.r. On (B)(6) 2013 for removal of the nail and revision to a hemiarthroplasty with a long stem and cemented competitor product. The surgery was successfully completed. This is report 2 of 5 for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.